Event description:
During a 1 level anterior cervical disc fusion, while implanting a bone screw, the tip of the driver broke in the screw head. The surgeon could not remove the tip, so instead put a larger size cover plate over the assembly to prevent the tip from coming out and left the tip in the pt.

Manufacturer narrative:
The driver was visually inspected and the tip was rotated and broken in an axial rotation suggesting that was overloaded to the point of fracture, the fracture surface was unremarkable with no suggestion of material defects. It is not known why the driver was overloaded, but from te intraoperative photographs of the screw in the pt, it was fully seated in the pt when it was broken. The drivers have been validated to resist fracture when used according to the surgical technique. Note: the info contained in this voluntary report represents the most complete and to date info available. It does not constitute and admission, but presents the results of the investigation based on the info available. This is the final report. Should any add'l details become available that impacts of changes the info contained in this report, a supplemental report will be submitted.